Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/04/2015 with the following findings: the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed related alarms. The pump successfully completed a prime sequence without issue or alarm. The force sensor calibration was found to be within specification. No damage or defect was found to the pump¿s internal components including the force sensor flex.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.